Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to malfunction of the hm pump cassette. A siemens healthcare diagnostics technical service center representative was consulted and instructed the customer to change the hm pump cassette. The instrument is performing within specifications. No further evaluation of the device is required.